Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours the patients blood glucose level had rose to over 250 mg/dl. In addition the patient reports due to hearing problems they had not heard the expired alarm for the pod. The patient reports administering too much insulin for treatment. The patient had fallen due to loss of consciousness and had hurt their head, nose, chest and face. The patient also reports bleeding from a cut due to the fall. The patient was taken by ambulance to the hospital. Once at the hospital the patient was given a head scan as well as stitches. The patient was treated with food and juice as well as intravenous fluids. The patient was discharged from the hospital after 8-10 hours.